Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 27mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position. When returning to spontaneous circulation after the epic implant, left ventricle rupture was confirmed. Two 27mm epic valves had been prepared for the surgery. The implanted epic valve was replaced with the second 27mm epic stented porcine heart valve w/flexfit system and the implant procedure was completed without any further issue. The surgeon thought the cause of the rupture might be due to the first epic valve coming into contact with the left ventricle; the surgeon attributed the issue to both the product and the procedure technique. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
An event of left ventricle rupture was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.